Event description:
The programmer and the radiofrequency programmer head were returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the uplink tests were out of specification but all tests were passed using a known good cable. The head was being sent on for repair and restock. (B)(4).